Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor reported that "within the first week" of implant he started noticing stimulation going into his "stomach" that he described as an "electrical charge". And further clarified that he notices this occurs when he "sits down" and stated that at implant his stimulation was set at ".7". Patient also stated that he tried decreasing stimulation to ".6" and stated that he still felt stimulation "shooting" in his stomach and described it as "almost a slight pain" in his stomach and that it was a "painful" "impulse" that would go up through his stomach and stated that if he got up and walked around it would "sort of subside". Patient further stated that he decreased stimulation to .5 and no longer is feeling the stimulation in his stomach, but stated that he is not sure if it (ins) is effective since he had to decrease. Stimulation and that it seems like the permanent implant is "slightly not as effective" as the trial because he has had to decrease stimulation with the permanent implant due to the pain in his stomach and is not sure if they felt sti mulation in the bike area and has not felt stimulation at all in the bike area since implant. Patient later stated that it feels like he has a 50% reduction in symptoms and stated that there is a "change" and he can "go for a couple hours" without needing to use the restroom. No further complications were noted or anticipated.